Manufacturer narrative:
(B) (4). (B) (4). Improper or incorrect procedure or method, pt selection. Device #2: part #12673-03, lot # unk indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device #1 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted bilateral arteriotomy closure after an interventional procedure. Reportedly, during arteriotomy closure of a mildly calcified scarred right common femoral artery, it was noted that a needle-to-cuff miss occurred. When the needle plunger was removed, a needle did not capture a cuff. The device was removed and a second proglide was used to achieve hemostasis. In addition, reportedly, during an arteriotomy closure of a mildly calcified scarred left common femoral artery, a needle-to-cuff miss occurred. When the needle plunger was removed, it was noted that a needle did not capture a cuff. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.